Event description:
It was reported there are concerns this pacemaker has premature battery depletion (pbd). The device reached elective replacement indicator (eri) on may 13. There were no adverse patient effects reported. Currently the device remains in service.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated.

Event description:
It was reported there are concerns this pacemaker has premature battery depletion (pbd). The device reached elective replacement indicator (eri) on may 13. There were no adverse patient effects reported. Currently the device remains in service. Additional information was later received that confirmed the device has been explanted and replaced. There were no additional adverse patient effects reported.